Event description:
On (B)(6) 2013, it was reported that the pump and battery became hot to the touch. There was no bodily injury due to the temperature. This complaint is being reported because the issue was not resolved at the time of the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: a review of the pump¿s history showed multiple reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with stripped threads and the battery cap had stripped threads. A test cap was used and was able to fully tighten on to the pump. The pump was able to rewind, load, and prime successfully with no power loss or overheating. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power loss or overheating. The current readings were found to be within specifications. The pump cover was opened and no corrosion or moisture was noted in the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.